Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The account reported that their back-up external pulse generator experienced a self-test error. The self-test error was explained to the biomedical department, and they were able to reproduce the error. They will confirm with the account that this is what indeed happened. No patient complications have been reported as a result of this event.